Event description:
The customer reported to olympus that they observed the following: the angulation control knob feels too loose, leakage from the bending section cover, the image is foggy. There were no reports of patient harm associated with this event. This report is being submitted for the foggy image.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation, although a conclusive root cause could not be determined, it is likely that a blurry image was displayed due to the following: the entire image was blurred due to damage to the ccd unit. The entire image was blurred due to sliding error of movable l-range that occurred in the zoom scope. Blurring the entire image occurred within the allowable range. The entire image was blurred due to damage or deformation of the connector. Testing and inspection confirmed the customer¿s complaint (the angulation control knob feels too loose, leakage from the bending section cover). Due to wear of angle wire, the play of up/down and right/left knob is out of the standard value. Due to a cut on the bending section cover water tightness is lost. The following was also found by testing and inspection: water tightness is lost due to damage on the channel tube, the light guide lens was cracked due to a shock caused by dropping and knocking the endoscope to a hard surface/object, the connector cover was dented due to a crack in the resin, the adhesive on the bending section cover had a chip, part of the insertion tube is caught and pinched-the insertion tube becomes dented, the insertion tube becomes deteriorated due to the cleaning, disinfection and sterilization method. The grip, u/d knob, r/l knob, are dirty due to insufficient cleaning. The control unit, universal cord, electrical contact of video connector, video connector case, have a scratch due to physical stress. Due to wear of angle wire, bending angle in up and down direction does not meet the standard value. Due to wear of angle wire, the play of up/down and left/right knob is out of the standard value. Due to clogging of nozzle, water removal ability does not meet the standard value. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.